Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 466 mg/dl. The customer had symptoms such as nausea and headache and treated with syringe. Customer's blood glucose value was 357 mg/dl at the time of the call. Customer did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer stated that the cannula appeared bent. The product was not returned for analysis.